Event description:
A customer contacted beckman coulter inc (bci) regarding waste drain overflow at the modular chemistries (mc) side on the synchron lx I 725 clinical system. No injury has been reported in connection with this event.

Manufacturer narrative:
Bci hotline had the customer press stop and home functions. Per customer, all mc cups and ise calibrated and now there is no leak.